Event description:
Imp ref # (B)(4).

Manufacturer narrative:
On 06/30/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/09/2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 04/14/2015: lot 124930ar: 12 item produced. Expiration date: 10/31/2017. No anomalies found. To date, 2 items of the lot have been sold without any similar issue. On (B)(4) /2015 we received the information that "the implant will not be returned for analysis. The hospital would not allow the implant to be released due to policy."